Event description:
Customer states that triangle valve/lever stays open and will not lock to hold patient in place; keeps lowering and the caregiver has to keep pumping so the patient does not lower while trying to stand.